Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator internal paddle could not be used for defibrillation during heart surgery. There was no adverse pt impact.